Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred during basal and bolus delivery. Customer changed supplies and reverted to manual insulin injections to address the occlusion alarms, and successfully resumed insulin. Customer's blood glucose level was 500 mg/dl.